Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2015 with the following findings: the pump powered on and the display screen was noted to be dim and discolored with a reddish hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a dim discolored display screen. This report is made based on the results of evaluation completed on 08/08/2015.